Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces and severely scratched display window. No button error alarm during and no unexpected numbers ramping scrolling on their own noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and missing end cap sticker.